Manufacturer narrative:
Product not provided by the reporter, therefore, unable to proceed with product investigation at this time. The consumer reported the product would not be returned.

Event description:
Staph infection- wound [wound infection staphylococcal] brush head fell off in mouth [device breakage]. Almost choked [choking sensation]. Serious injury using electric toothbrush; metal piece where the brush head goes on was still spinning, went to pick up the base, and punctured right wrist [injury associated with device]. Punctured right wrist; wound in wrist [wound]. Bleeding- puncture in wrist/wound [wound haemorrhage]. Arm almost up to elbow had swelled up [peripheral swelling]. Throbbing- right arm; arm pain; difficulty using right arm, use of arm still in pain [pain in extremity]. Very red- right arm, skin red; erythematous streak up forearm [erythema]. Pus coming from wound; wound on right wrist finally opened, everything oozing out of it [purulent discharge]. Rash on legs and on bottom of feet (due to antibiotics) [rash]. Wound was red [wound complication]. Arm discomfort [limb discomfort]. Pain throughout whole body [pain]. Discomfort throughout whole body [discomfort]. Skin swelling [skin swelling]. Laceration without foreign body of right forearm [laceration]. Hematoma right wrist [haematoma]. Tenderness to palpation [tenderness]. Skin temperature hot to touch [skin warm]. Acute lymphangitis of right upper limb [lymphangitis]. Cellulitis of right upper limb [cellulitis]. Skin indurated [skin induration]. Lesion (puncture wound ventral surface of wrist) [skin lesion]. Itching [pruritus]. Dry skin [dry skin]. Right wrist swelling [joint swelling]. Edema of forearm [oedema peripheral]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that he or she had a serious injury while using an oral-b power rechargeable toothbrush handle professional care 3728 on an unspecified date. The case outcome was unknown. Concomitant product: oral-b brushheads, version unknown. No further information was provided. On (B)(6) 2016, consumer follow-up via phone: the male consumer, age unspecified, was brushing with the oral-b power rechargeable toothbrush handle professional care 3728 around 10-10:30 am on an unspecified date, stating he was brushing as he normally did, when the oral-b brushhead, version unknown fell off in his mouth. He reported he almost choked and almost swallowed the brush head. He dropped the base of the unit in the sink, and spit out the brush head. He described that the metal piece where the brush head goes on was still spinning, and he went to pick up the base and punctured his right wrist. He was able to remove it from his wrist, and stated he "pulled the plug" and the brush stopped moving. The site started to bleed. He applied ice and antibiotic cream, and the bleeding subsided that day. He stated he had a wound in his wrist, and by 3 pm that day his right arm almost up to his elbow had swelled, was throbbing, and was red. The consumer visited an urgent care, and received a tetanus vaccine and antibiotic injection as treatment. He was prescribed an oral antibiotic, and instructed to apply ice to help the swelling. The next day, the swelling had increased and the wound was red and draining pus. He stated it was worse, and he visited his primary care physician. The consumer was told he had a staph infection, and was treated with another antibiotic injection. His oral antibiotic prescription was changed, and he was instructed to use hot compresses, one hour on and one hour off. The consumer returned for a follow-up physician appointment the next morning, a friday, and received another antibiotic injection. He was instructed to continue over the weekend with the oral antibiotics and hot compresses. He also ran warm and hot water over his right arm for treatment. The consumer reported that on late sunday the wound on his right wrist finally opened, and stated it had "everything oozing out of it." He had a follow-up physician visit on monday, and was told everything looked better. The consumer received another antibiotic injection, and reported the swelling decreased a lot. After 8 days of treatment, a rash developed to his legs and bottom of his feet due to the antibiotics. His doctor discontinued the antibiotics. The consumer stated that after "12 days of dealing with all of this [he was] finally almost back to normal." He reported he did not know what type of brush heads he was using, and the toothbrush was a couple of years old. The case outcome was improved. No further information was provided. On 29-jul-2016 received consumer letter and questionnaire, photograph of product package, physician letter, and medical records: consumer letter dated (B)(6) 2016: the consumer reported that he did not choke when the brush head fell off before the metal part of the oral-b toothbrush handle punctured his right arm below the wrist, resulting in a serious staph infection. He suffered severe pain, distress, and discomfort to his arm and throughout his whole body. He had continued difficulty using his right arm as a result of his injury. Consumer questionnaire completed on (B)(6) 2016: the consumer, age (B)(6) used the oral-b power rechargeable toothbrush handle professional care 3728 model d19.523.1 (oral-b professional care 7400 type 3728, 3d action cleaning) two times daily for care of teeth, gums, dental hygiene of mouth and teeth beginning on unspecified date. The oral-b brushhead, version unknown fell off in his mouth on (B)(6) 2016, and he almost choked. He picked up the brush handle while it was "still going full speed" and it punctured his right arm below the wrist, resulting in a major staph infection. He discontinued use of the product on (B)(6) 2016. He visited a physician in an urgent care facility, and his primary care physician. The infection had recovered, but he still had pain with use of his arm. The overall case outcome was improved. Relevant history: the consumer reported he had no allergies, and he had used oral-b power rechargeable toothbrush handle professional care 3728 in the past without incident. No further information was provided. Product package photograph submitted by consumer: product package was for oral-b professional care 7400 type 4729 with contents including 1 precision clean brush head, and 1 dual clean brush head. Pictures of the product were not submitted. Medical records: on (B)(6) 2016, urgent care visit: the patient presented with complaint of laceration, and skin redness and swelling after metal piece of electric toothbrush punctured the right wrist. There is now an erythematous streak about 2/3 the way up the forearm. Patient reports it is painful. On examination, the patient had right wrist swelling, localized erythema, and tenderness to palpation of the ventral aspect. A puncture wound and hematoma is present on right wrist. Skin temperature hot to touch. Range of motion normal to both wrists, and full strength against resistance present in wrists. The patient has normal sensation to light touch distal to injury. Assessment: laceration without foreign body of right forearm; acute lymphangitis of right upper limb; cellulitis of right upper limb. Treatment included diphtheria and tetanus vaccine, and ceftriaxone (rocephin) 1000 mg injection. The wound was not repaired with reason that repair is not needed for puncture type wound. The patient was prescribed cephalexin (keflex) 500 mg, 1 capsule 3 times per day for 10 days, and mupirocin 2% (bactroban) ointment, apply small amount 3 times per day for 10 days. The patient was advised to see his primary care physician on (B)(6) 2016. Lab data: blood pressure measurement 126/72 (normal), body temperature 98 (normal), heart rate 63 beats per min (normal), oxygen saturation 98 % (normal), respiratory rate 12 breaths per min (normal). Relevant history: medical history: anxiety; hypertension, unspecified; hip arthroplasty & prosthesis; eye surgery. Drug allergy: celebrex. Concomitant products: alphagan p, lexapro, lisinopril, lumigan, timolol, (B)(4), and valium. Letter from primary care physician dated (B)(6) 2016: the physician reported that the patient was seen on (B)(6) 2016 for puncture wound due to metal toothbrush. Injuries were severe, and patient given an injection and antibiotics for bacterial infection. The (B)(6) 2016 primary care physician visit records: while the patient used an electric toothbrush on (B)(6) 2016, the top popped off and the metal top punctured his wrist. Today the entire arm is swollen and red, and redness is extending up the elbow. He reports wounds and streaking on (B)(6) 2016, now swollen and red to elbow. He reports no fever, and no muscle weakness. Skin is indurated, and erythema extends up forearm, wrist to elbow. A lesion (puncture wound ventral surface of wrist) is present. No swelling of joints. Abdominal exam noted a femoral hernia reducible when supine. Patient reports improved abdominal pain, and episode of left testicular pain now resolved. Assessment: cellulitis of upper arm from metal toothbrush puncture wound. Patient treated with ceftriaxone 1 gram injection, and prescribed bactrim ds 800 mg-160 mg tablet, 1 tablet every 12 hours, 20 tablets. Unilateral inguinal hernia without obstruction or gangrene "may be femoral actually" also noted, and essential (primary) hypertension with prescription for lisinopril 5 mg daily were also included in the patient assessment/plan. The patient was instructed to apply a warm compress to right wrist 4 times a day for 20 minutes, take a pro-biotic to protect the stomach, take (B)(4) for pain if necessary, follow-up on (B)(6) 2016 for recheck, and may resume walking with hernia being better. Lab data: blood pressure measurement 130/80 mmhg (normal), heart rate 80 beats per min (normal), oxygen saturation 97 % (normal). Relevant history: medical history: former smoker; essential hypertension onset (B)(6) 2011, chronic, benign essential hypertension; hearing loss onset (B)(6) 2014, chronic; glaucoma- onset (B)(6) 2012, chronic; anxiety state onset (B)(6) 2011, chronic; vitamin d deficiency onset (B)(6) 2012, chronic; herpes zoster with nervous system complication onset (B)(6) 2012, chronic, shingles; hip arthroplasty & prosthesis, total, right hip; pilonidal cyst resection; history of alcohol abuse, chronic, resolved; history of encounter for imaging to assess osteoporosis, chronic, resolved; injury of groin; electrocardiogram abnormal; heart murmur; dizziness; inguinal hernia, right, chronic, resolved; mitral valve regurgitation; aortic valve regurgitation; caffeine intake heavy. Drug allergy: vioxx, reaction date (B)(6) 2005. Concomitant products: aspirin 81 mg chewable tablet, brimonidine 0.2% eye drops, dorzolamide 22.3 mg-timolol 6.8 mg/ml eye drops, escitalopram 10 mg tablet, latanoprost 0.005% eye drops, vitamin d3 4,000 unit capsule, and diazepam 5 mg daily. The (B)(6) 2016 primary care physician visit records: patient follow-up visit for cellulitis. Patient was given rocephin injection and changed prescription to bactrim on (B)(6) 2016 for swelling and worsening cellulitis. Erythema is still present to the elbow/ ventral surface, but the redness has decreased since this morning's dose of bactrim. The swelling/ edema of forearm has resolved. The patient is eating yogurt as a probiotic. The patient reports rash, itching, dry skin, and wounds. Probable mrsa to cellulitis of upper arm, but no drainage to culture. Another ceftriaxone 1 gram injection administered today. Patient instructed to continue bactrim, and follow-up in 3 days. Lab data: blood pressure measurement 138/70 mmhg (normal), heart rate 68 beats per min (normal), oxygen saturation 97 % (normal). The (B)(6) 2016 primary care physician visit records: the erythema and swelling have resolved. The patient reports no rashes, itching, or abdominal pain. Cellulitis is improving, and now with drainage to culture. Plan for aerobic bacterial culture if possible. Ceftriaxone 1 gram injection administered. Patient instructed to finish course of bactrim and warm compresses, take probiotic, lots of fluids, and follow-up if no improvement. Lab data: blood pressure measurement 130/70 mmhg (normal), heart rate 63 beats per min (normal), oxygen saturation 98% (normal).